Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-12665. It was reported the pt called in response to the charger swap program letter. The pt has not used the sys in several years due to the sys aggravating her parkinson's symptoms. Pt is contemplating a sys explant. Note: the pt has two leads from the same lot number.